Manufacturer narrative:
There is a possibility that this issue could lead to misdiagnosis. However, good clinical practice would dictate that diagnostic and treatment decisions would be based on pt overall exam, clinical symptoms and lab data etc., and not on a single MRI series. The mr system was operating as intended and there is no evidence that the sys malfunctioned.

Event description:
It was reported that the image, resulting from an MRI scan, was uneven when using 8-channel head and neck coil and using the diffusion and asset protocols. The concern is that there maybe a possibility of misdiagnosis.